Event description:
Pne lead impedances were all green until patient was dressed. Once patient was dressed, lead number 2 and ground pad showed red impedances. Dressing was removed and impedances became intermittently green and red. The ground pad was removed and the impedances on both lead number 1 and 2 were green. Patient was programmed successfully with no ground pad.

Event description:
See section h, number 6, event problem and evaluation codes.